Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding factors that might have caused or contributed to the pump having flipped, patient bending and obesity was indicated. No actions were taken to resolve the event / pump flipping, discomfort, and pain at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding factors that contributed to the discomfort, pain, and pump flip, it was noted that the patient was obese and was bending at the waist post -operation. The cause of the pain and discomfort was due to the movement of the pump secondary to patient movement and obesity. No actions were taken yet to resolve the issue. A possible revision was further noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen concentration unknown at a dose of 600 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2019 during normal use. The patient¿s pump was implanted (B)(6) 2019. It was reported the patient¿s current pump was not put in the same way as the previous pump. It was noted instead of the triangle side where the catheter access port was pointing to the side like before the surgeon put it facing straight up. Being wheelchair bound, this was constantly stabbing the patient in her ribs causing immense discomfort. She stated her concerns, and nothing was done to fix this. When she just went for her refill the physician and office staff had such a hard time doing the refill. They told her the pump was flipped and two people had to do the refill and someone had to hold the flipped pump and move it because they told her the refill port was not accessible. Then once they finally completed the refill, they told her she needed to go back to the surgeon to get it fixed before the next refill because it was not right. They called the surgeon before thanksgiving but apparently, he was on vacation and would call her back. She had not heard anything back yet. She was in a lot of pain and needed this fixed before her next refill. The rep would forward all these details to a rep in florida who could help find someone to fix this. It was unknown if surgical intervention was planned and it had not occurred. The rep would follow-up for more information. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. No further complications were reported.